Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jun-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that leads were removed but implantable neurostimulator (ins) is abandoned. The cause of lead removal was unknown. No symptoms reported.